Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had a stored ventricular episode. Technical services (ts) analyzed device episode data and found that there was oversensing of myopotential noise on the right ventricular (rv) lead channel that resulted in approximately two and a half seconds of pacing inhibition. The noise could not be reproduced in clinic with isometrics and pocket manipulations. No adverse patient effects were reported. Currently, this ICD system remains in service.